Event description:
A patient had an estimated blood loss of 456 ml when the content of three extracorporeal circuits were not returned to the patient following access related alarms. Later the patient was transfused with 2 units of packed red blood cells due to a decrease in hemoglobin from 10 mg/dl to 7.8 mg/dl. The physician changed the size of the patient's access catheter from 14 french to 12 french, crrt continued without further access related issue.

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Review of the prismaflex m100 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unknown, however available data suggest that vascular access related issue was the root cause of the reported event. Once the vascular access catheter was exchanged, crrt continued without further issues.